Manufacturer narrative:
H3, h6) software data was received and analysis confirmed the reported event. It was observed from the logs that the resolution was set to auto and status was external. Along with that, it was observed that they were unable to read "edid" for display message. This meant that there was probably a problem in reading the "edid" information which defaulted the resolution to standard which might have been less than the actual screen. Previously reported code b01 is applicable as ewll as newly reported codes, c10 and d18. H2) updates made to section d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site is experiencing a screen shift on both the login screen and clinical application where they can use the system as intended but the entire application is shifted to the right side of the monitors, with most of the information on the screen not in view. There was no patient involvement.

Manufacturer narrative:
H3/h6 - a manufacturer representative went to the site to service the system. Testing found no fault with the system. Evaluation codes b01, c19, d14 apply. Software evaluation has been requested. Evaluation codes b17, c20, d15 apply. Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6), ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.